Event description:
It was reported that during a surgical procedure at the user facility, the device ran without user activation after the trigger was released. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported run-on was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a failed e-box was found, which can lead to the reported event.